Manufacturer narrative:
Section a2, a3, a4, and a5: information not provided due to personal data privacy legislation/policy. Section e1: initial reporter: email address: unknown, information not provided. Section e1: initial reporter: telephone number: (B)(6). Section h3: the device was not returned for evaluation; therefore, a failure analysis of the complaint device cannot be completed. A review of the device history record and complaint history for production order for this device will be performed. Upon completion of the review, if there is any further relevant information a supplemental medwatch will be filed. All pertinent information available to johnson & johnson surgical vision, inc. Has been submitted.

Event description:
It was reported that a non-preloaded intraocular lens (iol) had been implanted, but the capsular bag was found to be unstable due to intraoperative zonulodialysis. Consequently, the surgeon explanted the iol and replaced it with an anterior chamber intraocular lens (aciol). No other information was provided.